Manufacturer narrative:
It cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time.

Event description:
On (B)(6) 2016, the customer reported to customer service via email that she had low suction with her freestyle breast pump and she was diagnosed with mastitis, for which she was prescribed an antibiotic by her doctor. On (B)(6) 2016, a medela clinician followed up with the customer who stated she is taking the antibiotic ampicillin, but keeps getting milk blisters and plugged ducts. She says she's decided not to breastfeed any longer and started formula. The customer was asked if she is still struggling with mastitis, and she says she takes tylenol before she has flu-like symptoms. The customer was instructed to contact her physician if not feeling well. The clinician recommended using a symphony pump to prevent plugged ducts. Customer says she's almost finished with her antibiotic and no outward symptoms of mastitis noted. Customer has decided to wean, therefore no replacement was sent.